Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a thrombotic stroke. It was reported that on (B)(6) 2022, the patient presented with degenerative mitral regurgitation (mr) grade 4, with a posterior flail, and vessel tortuosity. The steerable guide catheter (sgc) was prepared per instructions for use. During sgc advancement attempt, the sgc kinked at the shaft due to anatomy, and had failed to advance into the tortuous vessel. The device was removed without an issue reported. Another sgc was placed without further issues reported. Two mitraclips were implanted, reducing the mr to grade 1-2. There was no adverse patient effect or clinically significant delay. That same day, the patient had an acute, thrombotic stroke, of an unknown origin. A thrombectomy was performed in the middle cerebral artery (mca) of the brain. The patient was in stable condition with expansive aphasia. Prolonged hospitalization was required. Per physician, the stroke was unrelated to the mitraclip device, however the thrombus origin remained unknown. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, causes for the reported cerebrovascular accident/stroke and thrombus could not be determined. Furthermore, the reported patient effects of stroke and thrombus are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.